Event description:
Additional information was received indicating that this device was explanted due to normal battery depletion.

Event description:
Additional information indicated that the atrial tachy response (atr) ventricular rate regulation (vrr) feature was turned off. Due to this change, the pacing rate returned to the programmed lower rate of 70 ppm when the patient was at rest.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was hospitalized. The hcp reported that the device was pacing too fast. Boston scientific technical services (ts) reviewed device information and noted that the patient was in an atrial tachy response (atr) episode. Ts discussed that the rate was either due to an increasing number of premature ventricular contractions (pvcs) or conducted rates above the device's maximum tracking rate. Ts also noted that the device could be pacing up to 120 ppm. No additional adverse patient effects were reported. Device remains in service.